Manufacturer narrative:
The returned device was evaluated and the soft cannula was in the deployed state when the device was received. The device data showed that the first priming sequence ended at 47 pulses and deactivation occurred at 3407 pulses. During operation, the device was able to successfully deliver a bolus following the priming sequence. The needle mechanism was reset and fired properly during the investigation. No housing or environmental seal damage was found. Based on the investigation the device functioned as intended.

Event description:
A patient reports while wearing a pod for longer than 48 hours their blood glucose level had rose to 400 mg/dl. In addition the patient reports the pods cannula had failed to deploy at initial activation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type g7.